Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on (B)(6) 2017 reported the patient's weight at time of event was (B)(6) pounds. The serial number of the personal therapy manager (ptm) was given. It was noted that the patient missed a refill, but strictly a mistake as the date was wrong on appointment card. It was stated that the circumstances that led to the empty pump included appointment date. It was noted that to resolve the issue, the patient went immediately to the healthcare professional (hcp) office where medication was placed into the pump. It was noted that the empty pump issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 4.0 mg/ml bupivacaine at 0.9714 mg/day and 1.5 mg/ml dilaudid at 0.3643 mg/day via an implantable pump for non-malignant pain. It was reported that about a week ago, the patient's personal therapy manager (ptm) that he would use every 3-4 hours had quit and was not giving the patient his medication. The ptm would power on and the patient would see an x with an 8286 error code when trying to use it. It was noted the patient did not have an antenna. The patient then used the ptm to show the refill date was (B)(6) 2017, error code 8254 occurred on (B)(6) 2017, and error code 8286 occurred on (B)(6) 2017. While it was noted the patient had not recently had a refill, it was stated that the patient was not due for a refill until (B)(6) 2017. It was later reviewed that the last time the pump was refilled was on (B)(6) 2017 and according to the printout, the low reservoir alarm date was (B)(6) 2017. No symptoms were reported.